Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that they were hospitalized due to high blood glucose as well. The customer reported that they were having issues with the cannula. The customer also reported that they received a button error alarm and the buttons were unresponsive. The customer's blood glucose was 1000 mg/dl at the time of incident. The customer stated that they had high blood glucose around 400 mg/dl which caused the second hospitalization. The customer stated that they were treated during the hospitalization. The customer stated that they found that the cannula was bent. The customer stated that they were wearing the insulin pump during hospitalization. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.